Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was successfully implanted at a depth of 5mm. The length of the membranous septum is 7mm. A pre-bav was performed using a 18mm non-abbott balloon and the patient was noted to have annular/lvot calcium. The patient was noted to have developed av block with escape rhythm at 49 bpm during the valve deployment. Post-procedure, a pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. The patient has since been discharged.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported atrioventricular block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.